Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred during a bolus delivery. Blood glucose level was 160 mg/dl. The contact successfully reloaded the cartridge onto the pump.